Event description:
It was reported that during an unk procedure, the ligaclip did not clip properly. Came off. Tried 6 times. Completed with the same like product. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.